Event description:
During gt (gastrostomy) site care, prior to starting nighttime continuous feed, gt mickey button noted to have a lot of play in up/down direction in site, which did not improve after placing mepilex dressing. Aspirated balloon contents to check for proper fill volume and obtained yellow/mucousy fluid, not water. Mickey button removed and replaced with new mickey 12.0 fr 0.8 cm button. When old mickey button balloon inflated to check patency, leak noted. Nurse and surgery fellow notifed, gt study done to confirm placement of new button and feeds restarted.